Manufacturer narrative:
According to the facility on (B)(6) 2024, "the syringe was connected to the back end of the manifold while flushing the manifold it started to unscrew or back itself off". The facility stated this was for a left heart cath procedure and the issue was discovered prior to use. The facility stated there was no patient involvement, no serious injury, and that there was no impact to the patient. The procedure was completed without the affected syringe. A sample is available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on 11/11, "the syringe was connected to the back end of the manifold while flushing the manifold it started to unscrew or back itself off".